Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding - gums [gingival bleeding]. Cut on gums [gingival injury]. Toothbrush whole top part (brush head) came off, broke [device breakage]. Case description: consumer called stating the brush head came off, broke. No serious injury was reported.